Event description:
Attorney reported: in 2003-- the pt underwent a ventral hernia repair procedure with placement of a non-recalled composix kugel mesh patch. In 2006-- the pt underwent a bowel resection with repair of a recurrent hernia and mesh explant. In 2007-- the pt underwent repair of another mesh patch related recurrent hernia.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. While recurrence is a known adverse event that is listed in the IFU, no conclusion can be drawn at this time. We will submit a follow up report when/if, product is returned for evaluation or additional info becomes available.